Manufacturer narrative:
(B)(4). Additional information was requested in regards to the original report indicating possibility of patient re-intubation. The customer was not able to confirm this. Customer reported no injury to patient. A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown.

Event description:
Customer complaint alleges that "physicians within the ICU stated they noticed the cuff torn".